Event description:
Medtronic received information regarding a navigation system. It was reported that while in an electromagnetic shunt placement case, the system was giving a localizer fault error. The site was able to switched to another system to continue with the case. There was a reported delay of less than one hour.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a product ID unk_nav_comp (unknown serial/lot); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: emitter 9735521 axiem 3 side mount h3) no part have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the rep swapped the power cable from the emitter controller into the unint erruptable power supply (ups) of another working system which did not resolve the issue. The rep wrapped the working system's emitter controller power cable to the non-working system which did not resolve the issue. Both cables from the working system were cross-c onnected into the non-working system's emitter controller, and the localizer fault issue moved over to the working system. This meant the issue followed the non-working systems controller, emitter, and emitter box. The rep swapped the emitter and bob, and the issue was resolved. The bob was swapped back by the rep, and the system still worked. The rep then swapped the emitter, and the system faulted again. It was found by the rep that the issue always followed the non-working system's emitter.

Manufacturer narrative:
Concomitant product information (product ID 9735521 and lot number 0012929997; product ID 9735824r and lot number 603003823; product ID 9735824r and lot number 603001858) h2: additional information in sections b5, d9, and d10. H2: correction - h6. Code f1908 is applicable to the previously reported delay of less than one hour. H3,h6: further system service was performed. Testing revealed that after the electromagnetic (em) controller was replaced, the system performed as intended. Codes c13 and d02 are applicable, as is previously reported code b01. H3,h6: the controller, lot number: 603003823, was returned to the manufacturer for analysis. After functional testing and visual/physical examination, there was no fault found. The reported issue could not be duplicated. The controller was connected to the lat system for over two hours and successfully tracked instruments with the localizer status displaying green status. The controller functioned normally without failure. Code d14 is applicable, as are previously reported codes b01 and c19. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: product analysis was performed on a returned emitter (product #: 9735521r, lot #: 603002892). No fault was found with that device. The manufacturer was unable to duplicate reported complaint during product analysis. The returned side emitter was connected to a lat station for an overnight burn-in test and it held green status for the duration of the test. Codes b01, c19, and d14 are applicable to this analysis. Product analysis was also performed on another returned emitter (product #: 97355521, lot #: 0012929997). This complaint was verified. Side emitter was tested on our lat station and it faulted immediately. Emitter was then tested on our emtest and it was found to have a tcurrtfault on 4 of 12 coils. Codes b01, c02, and d02 are applicable to this analysis. As indicated above, the lot # of concomittant products (9735521r & 97355521) were 603002892 & 0012929997 respectively. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2025 (B)(6) (rep): medtronic received information regarding a navigation system. It was reported that while in an electromagnetic shunt placement case, the system was giving a localizer fault error. The site was able to switch to another system to continue with the case. There was a reported delay of less than one hour. (B)(6) 2025 e1 (rep): no new information. (B)(6) 2025 e2 (rep): no new information. (B)(6) 2025 e3 (rep): no new information. (B)(6) 2025 iud (rep): additional information was received. It was reported that after replacing the emitter, the issue was unresolved. Technical services (ts) walked the manufacturing representative (rep) through printcameradiagnostics and found that the controller was faulted. Ts also saw that the controller was faulted in the original printcameradiagnostics picture that was attached to the case. (B)(6) 2025 iud (rep): additional information was received. It was reported that the controller was also replaced, but the issue remained unresolved. A manufacturer representative (rep) stated that after replacing the controller, the localizer faulted message was still present. He stated that with the breakout box (bob) unplugged and only the side emitter plugged in, electromagnetic (em) would say initializing, then green for connected, then turn to faulted, despite the emitter being green in the equipment page. The rep plugged in the bob with same localizer faulted result. The fault appeared to be intermittent but will stay faulted for longer than saying connected. Printcamdiag showed controller faulted, and specifically showed coil errors on 6, 7, 8, and 11, which further confirms controller issue. It was noted that the replacement controller was refurbished, not new and that this is an out-of-box failure of the replacement controller. (B)(6) 2025 e4 (rep): no new information. (B)(6) 2026 iud (rep): additional information was received. It was reported that the rep swapped the power cable from the emitter co ntroller into the uninterruptable power supply (ups) of another working system which did not resolve the issue. The rep wrapped the working system's emitter controller power cable to the non-working system which did not resolve the issue. Both cables from the working system were cross-connected into the non-working system's emitter controller, and the localizer fault issue moved over to the working system. This meant the issue followed the non-working systems controller, emitter, and emitter box. The rep swapped the emitter and bob, and the issue was resolved. The bob was swapped back by the rep, and the system still worked. The rep then swapped the emitter, and the system faulted again. It was found by the rep that the issue always followed the non-working system's emitter.

Manufacturer narrative:
H3: analysis was performed for product: 9735824r, lot number: 603001858. It was reported that the reported problem could not be replicated. The controller was connected to the lat system for over four hours and successfully tracked instruments with the localizer status displaying green status. The controller functioned normally without failure. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6: a manufacturer representative went to the site to test the equipment. Testing revealed that the localizer still faulted with a new controller box. Codes b01 and c19 are applicable, as is previously reported code d15. Further system service was performed and the localizer still faulted with a second new controller box installed. Codes b01 and c19 are applicable, as is previously reported code d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 additional information continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:9735824, lot number: - product ID:9735824r, lot number: - medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the controller was also replaced, but the issue remained unresolved. A manufacturer representative (rep) stated that after replacing the controller, the localizer faulted message was still present. He stated that with the breakout box (bob) unplugged and only the side emitter plugged in, electromagnetic (em) would say initializing, then green for connected, then turn to faulted, despite the emitter being green in the equipment page. The rep plugged in the bob with same localizer faulted result. The fault appeared to be intermittent but will stay faulted for longer than saying connected. Printcamdiag showed controller faulted, and specifically showed coil errors on 6, 7, 8, and 11, which further confirms controller issue. It was noted that the replacement controller was refurbished, not new and that this is an out-of-box failure of the replacement controller.

Manufacturer narrative:
B5 additional information continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:9735824, lot number: - medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that after replacing the emitter, the issue was unresolved. Technical services (ts) walked the manufacturing representative (rep) through printcameradiagnostics and found that the controller was faulted. Ts also saw that the controller was faulted in the original printcameradiagnostics picture that was attached to the case.